Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant alleges that she was implanted with cartiva on the left side and revised less than year later due to subsidence and pain.